Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the screen was frozen on the "1, 2, 3" lock screen display. The customer's blood glucose level was 167 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.